Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nose cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Tthe manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nose cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer there were observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Pil technician observed a broken piece off the bottom enclosure. Liquid ingress was observed on the blower, blower box, p4 power connector and observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in the base unit.